Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. However, the middle of the braid was found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the middle of the braid was fully opened and no damage. In addition, the braid's distal and proximal ends were opened and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the pipeline failure was not determined. There was no damage to the phenom catheter identified. There were additional steps or other devices attempted to open the pipeline, specifically, it was attempted to increase tension, decrease tension, deploy, swing, retrieve, and re-deploy; but it did not open as expected; did not dare to deploy completely, so retrieved and replaced the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the middle section. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 13.56 mm and neck diameter 6.89 mm. Landing zone (artery size): distal 3.15 mm and proximal 4.95 mm. The patient¿s vessel tortuosity was severe. The surgeon used ped-500-35/b661731 to perform blood flow-guided dense mesh stent implantation to treat a large aneurysm in the right ophthalmic artery segment. The patient's blood vessels were tortuous, and the surgeon found that the stent was not properly opened when it was in the ophthalmic artery segment. After repeated pushing, pulling and swinging, it still could not be opened; the stent was retrieved and released again more than 2 times, but it still could not be opened; repeated operations for more than 20 minutes still could not solve the suspected kink. The stent was then removed; after the stent was replaced, the surgery was successfully completed. Dapt (dual antiplatelet treatment) was administered (pru level was normal). The angiographic result post procedure: blood flow slowed. The pipeline was positioned in the middle of a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter ev3 phenom27/227259329.